Event description:
A zoll territory manager called zoll customer support to report that he had a monitor that was displaying a wrench code 100 (program image corrupt). This monitor was not in use by a pt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (wrench code 100) has been confirmed. Upon investigation, the monitor software was corrupt, which caused the wrench code. The corrupt programming prevented the monitor from fully powering up. The root cause for the corrupt software programming could not be positively identified. No adverse event resulted from the corrupt software. The monitor was not in use by a pt.